Event description:
While attempting to place a double lumen foley, the balloon would not inflate. Additional staff called to bedside. Unable to inflate balloon. Catheter was removed. New catheter obtained and placed.